Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -6.5 into the patient's right eye (od) on 04-oct-2021 on the same date in a separate surgery the lens was exchanged with a shorter lens, the surgeon reporting excessive vault. The problem was resolved. The cause of the event is reported as unknown.